Manufacturer narrative:
Additional information was received that the infection was at the site of the lead insertion, the alcock canal.

Event description:
A report was received that the patient developed an abscess at their lead site. The physician managed the abscess.

Manufacturer narrative:
Additional information was received that no further information can be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an abscess at their lead site. The physician managed the abscess.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed an abscess at their lead site. The physician managed the abscess.